Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the radiofrequency programmer head had intermittent difficulty communicating with devices. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis was not able to confirm the customer comment of intermittent communication difficulty, the cable was able to be moved with no loss of communication. However it was noted that the head failed its e-field immunity tests though it passed when using a known, good cable. The head was being sent on for repair and the cable was to be saved for failure analysis. (B)(4).